Manufacturer narrative:
The evaluation of the returned device and the photo submitted by the user facility confirmed the report of pump thrombosis. A photo of the explanted pump was submitted, which was taken from the proximal-side of the inlet stator. The photo showed the presence of a thrombus in the inlet bearing area, which is consistent with the evaluation findings of the returned device. Upon disassembly of the returned device, examination of the distal-side of the inlet stator revealed a thrombus ring surrounding the inlet bearing cup. An additional larger thrombus formation was found surrounding the inlet bearing ball/rotor inlet section, obstructing approximately 50-60 percent of the blood flow path. The two thrombi appeared similar in color and structure near the interface at which the inlet bearing cup and ball meet, suggesting that they likely developed as one formation and broke apart during the disassembly process. Both thrombus formations revealed dark areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearings over an undetermined amount of time while the pump was supporting the patient. In addition, two small tissue-like depositions were found in the proximal-side of the outlet stator seated adjacent to the outlet bearing ball. The non-laminated structure of the depositions suggests that they did not initially develop in the outlet stator. Although their origins could not be conclusively determined, the depositions showed a similar color and texture to the non-denatured portion of the thrombus found on the inlet bearing ball, suggesting that they may have potentially broken off from the larger thrombus formation found in that location. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported hemolysis. The thrombi could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power. Microscopic examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Although a direct correlation between the device and the reported acute kidney insufficiency, could not be conclusively determined; renal failure is also in the instructions for use as a potential adverse event that may be associated with the user of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 5 years and 5 months after implantation, the patient was admitted to the hospital with hemolysis and a lactate dehydrogenase level greater than 2000 u/l. Pump power fluctuations occurred and pump thrombosis was suspected. After completion of the patient evaluation and ramp echocardiogram, it was decided to exchange the pump on (B)(6) 2017 due to increased cardiac insufficiency, orthopnea associated with acute kidney insufficiency, and acute tubular necrosis post hemolysis. No further information was provided.